Manufacturer narrative:
The patient, described as sporty patient, had the first revision surgery on (B)(6) 2013 due to pain. Amistem collared ha coated stem size 3 std was implanted. The patient had pain again ((B)(6) 2016). A second revision will be planned. Additional information received on 18 july 2016 and includes: it is not sure if a revision will be performed; in case it will be necessary, the stem and the head will be revised, but it is not known if the cup will be replaced, too. On 22 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: repeated stem loosening on a sporty (B)(6) woman. The components are correctly implanted and no cause can be identified from the available information. Batch reviews performed on 22 july 2016. Lot 111238: (B)(4) items manufactured and released on 17 june 2011. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem collared ha coated stem size 3 std, code 01.18.243, lot. 124661 (k121011) (B)(4) items manufactured and released on 17 december 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to pain.